Event description:
In 2004, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A reintervention took place three years later to coil embolize a type ii endoleak stemming from a branch of the inferior mesenteric artery; however, aneurysm enlargement was still observed post-procedure. Four months later, gore excluder aaa endoprostheses were explanted due to aneurysm growth. A dacron graft was sewn into the patient's aorta from just below the renal arteries to the proximal end of the iliac extender component (part of the iliac extender component was left in the right common iliac artery.) The patient tolerated the surgery well.

Manufacturer narrative:
A review of the manufaturing paperwork is being conducted.